Event description:
During a laparoscopic nephrectomy, an endo-gia stapler was used with the intent to staple the renal artery. The staple misfired and cut the artery but did not staple. Another staple was immediately attempted but misfired as well. An emergent open procedure was required to stop the bleeding. Approximately 1800 ml of blood was lost prior to obtaining hemostasis per physician's post operative report. The surgeon's note reports that there were no metal objects or clips to explain the misfiring of the staple device.

Manufacturer narrative:
(B)(4). Additional information from the user facility report: report date: (B)(4) 2006. Brand name: vascular endo stapler. Common device name: stapler. Manufacturer address: ethicon (B)(4). (B)(6).